Event description:
The customer contact reported a delay in critical therapy following an alarm condition. On an unspecified date and time, an unspecified channel of the device was programmed to deliver an unspecified concentration of tpn (total parenteral nutrition) and the delivery was started. No specific programming parameters were provided. After an unspecified length of time, the nurse reported the device alarmed for air in line. At that time, the customer contact reported the nurse removed the air from the tubing, and the therapy was resumed. Although there was potential for serious injury, the customer contact indicated there were no reported adverse patient effects. No medical interventions were reported. Though requested, no additional information was provided.

Manufacturer narrative:
At this time the customer will not be returning the device for evaluation. If the device is received, a follow-up report will be submitted. The device was not returned to hospira for testing and investigation; therefore, attribution of the issue to the device could not be determined. This report represents all the information known by the reporter upon query by hospira personnel.